Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of a sample. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, which occurred during dwell 3. The technical service representative (tsr) assisted the home patient (hp) by advising the hp that air had entered the setup as the patient connected the extensions after priming. The patient was involved. The tsr advised the hp would need to start over with new supplies or do a manual exchange. The tsr advised the hp would need to inform the nurse of the system error 2240. The tsr also advised the hp they need to connect the patient line extension before priming and when she connects bags. There was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(4) 2011. The nurse stated the following: she discussed proper setup with the patient and since the event the patient has been doing fine with therapy. No patient injury or medical intervention was reported.